Manufacturer narrative:
Due to additional information received, it has been indicated the complaint does not allege deficiency in the product. Please void this report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient is operated at (B)(6). He is very loose in both flexion and extension. The plan a is to put in thicker plastic. But due to the great instability, he could need a substantially thicker plastic insert. Probably the patella component is going to be added. Doctor is also preparing for a total revision, if needed.